Event description:
It was reported that the patient presented at the emergency room with dizziness. As well, their right ventricular (rv) lead had a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. The lead exhibited possible fracture, high and spike impedance, oversensing, noise and pacing inhibition. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.